Event description:
The customer reported that the surgeon had been using the instrument for approx 30 minutes and then when he put the device down the trocar to use again, after the scrub nurse had cleaned it, he noticed the rubber insulation around the base of the jaw of the instrument had slipped down and was no longer attached properly. He immediately removed the instrument and opened another one. There was no adverse event to the patient or the surgeon. There was no extension in surgery time. There was no additional blood loss and no extension in the incision. Nothing fell into the patients cavity.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found three quarters of the clear insulation was detached from the device. The detached portion of the clear insulation was returned. The customer reported that the rubber insulation around the base of the jaw of the instrument had slipped down and was no longer attached the way it normally is. The reported condition was confirmed and the sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.